Manufacturer narrative:
The field service engineer (fse) found disconnected tubing at fitting 145 near the sheath tank. He replaced the tubing resolving the leak. (B)(4).

Event description:
The customer reported that approximately 50mls of waste had leaked from the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated in connection with the reported event.